Event description:
It was reported by the customer that the programmer had difficulty establishing telemetry with the implanted device. Troubleshooting steps were taken and resolved the issue. The programmer appears to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).